Manufacturer narrative:
An event of residual shunt and patient death not related to the device or the procedure was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2016, an 18mm amplatzer post-infarct muscular ventricular septal defect (vsd) occluder was implanted. Patient's comorbidities included hypertension, diabetes, hyperlipidemia, tobacco use, single vessel coronary artery disease, previous percutaneous coronary intervention, and malignancy. The reason for implant was due to a posterior/inferior (rca) myocardial infarction (mi) on (B)(6) 2016. There were no known management of the mi. Transthoracic echocardiogram (tte) imaging on (B)(6) 2016 showed a simple right to left shunt vsd at the mid-septum location, along with a pseudoaneurysm. The patient's clinical status prior to post infarct vsd closure did not include ICU stay or hemodynamic instability. Post implant echocardiogram was done on (B)(6) 2016, that showed the device was in the area of the vsd and there was a small residual shunt. Although it was stated that the death was not related to the device and/or procedure, this event will be conservatively reportable as the cause of death during the hospital stay was unknown. No additional information was provided. (B)(4).